Manufacturer narrative:
A review of the manufacturing records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. A search on complaints related to the product order was performed. The search revealed that no other complaints for this order number were received to date. A labeling review was performed and lens rotation is listed in the warnings section of the package insert, directions for use (dfu). In the section selection and placement of the tecnis® toric 1-piece iol, directions are provided for placement of the lens and states special care should be taken to ensure proper positioning of the lens at the intended axis following viscoelastic removal and/or inflation of the capsular bag at the end of the surgical case. Residual viscoelastic and/or over-inflation of the bag may allow the lens to rotate, causing misalignment of the lens with the intended axis of placement. The warnings section state rotation of the lens away from its intended axis can reduce astigmatic correction. Misalignment greater than 30° may increase postoperative refractive cylinder. If necessary, lens repositioning should occur as early as possible prior to lens encapsulation. During the manufacturing record review of the production order for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). To date, the intraocular lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted (B)(6) 2015, and the investigator found that the lens rotation was counter clockwise 15 degrees during the one week follow up visit on (B)(6) 2015. The lens rotation was counter clockwise 10 degrees during an unscheduled patient visit on (B)(6) 2015, and at the one month follow up visit on (B)(6) 2015. Investigator decided not to do the secondary surgical interference, according to patient's feedback and related examination data. Investigator reported the event per the amo clinical team request. Subject's right eye (od) is good without complaint, and the visual examination is acceptable, so no action needs to be taken. No further information was provided.